Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "microcalcifications", "nodular, hypoechoic image with circumscribed margins, measuring 6x3x4mm, birads 3", "cystic images that do not exceed 5 mm", "mastalgia", "aqueous bubbles". The device remains implanted.